Manufacturer narrative:
This information is based entirely on journal literature. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: cardiac strangulation: an atypical complication from epicardial pacemaker leads in a newborn. Ann pediatr card 2018;11:191-3. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding cardiac strangulation arising from the implantation of epicardial pacing leads in a newborn patient. The article reports 9 months post-implant follow up showed compression under the pulmonary valve annulus by the leads, causing progressive stenosis of the right ventricular outflow tract. The leads were replaced to relieve compression, and stenosis of the right ventricular outflow tract was rectified. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.